Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported prolonged hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. (B)(6). Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that, while hospitalized for a hysterectomy, patient's pod emitted an occlusion alarm. Patient's blood glucose exceeded 500 mg/dl and ketones were "high." Treatment included application of new pod and intravenous delivery of potassium and fluids. While an alarm is a safety feature and not a malfunction, the sequence of events resulting from the occlusion alarm prolonged patient's hospitalization an extra day and required medical intervention.